Event description:
A malfunction was reported on the pump, identified by the caller without any notable prior events. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, and after assistance, the issue did not recur. It was resolved that the customer could continue using the pump and advised to contact support if the issue reappears, which the caller understood and agreed to.